Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer did not report about motor position encoder error alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the alarm history contains more than one motor error within 30 days. Customer also stated that the insulin pump received no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.